Event description:
A bilateral procedure was performed with the sky bone expander system at the patient's t-10 vertebra. Device expansion followed by its contraction and removal went uneventfully with one of the devices. Bone cement was introduced from one side into the vertebral body. On the contra-lateral side, the device expanded properly, but its contraction and removal was problematic. Eventually, the expanded polymeric tube was left in the patient's vertebral body. No clinical adverse events were reported.